Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of increasing threshold value was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported a patient's right ventricular (rv) lead presented with a high capture threshold. This was addressed by a procedure on (B)(6) 2022 in which the physician attempted to reposition the lead. The lead helix would not extend so it was ultimately replaced. Post-procedure there were no patient consequences.